Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. She gave herself a bolus and wanted to know if there was something more she should do. She isn¿t sure if her blood glucose is decreasing because pump is still saying that her blood glucose was 600+ mg/dl. Customer stated that her blood glucose did decrease to 595 mg/dl and she gave herself a bolus. Her pump was on suspend and she resumed it. Once she ate, her blood glucose was 294 mg/dl and by 10:30pm; she was over 600+mg/dl. Customer stated that she gave herself 8 units of insulin around midnight. Nothing further reported. The pump was not returned for analysis.